Manufacturer narrative:
On (B)(6) 2015, a systems engineer examined the three returned catheters. No other parts were found in the received biohazard bags other than the three catheters and associated packaging for the catheters. She used a jeweler¿s loupe to magnify the view of the catheters. Catheter #1: magnified view of the tip of the catheter in the biohazard bag labeled 1a & 1b: the tip of the catheter has melted off, possibly leaking saline fluid from the tip, and the char stuck to the side of the ccs (cooling catheter system) suggests a possible small hole in the side wall of the catheter as well. Catheter #2: magnified view of the tip of the catheter in the biohazard bag labeled 1c: the tip of the catheter has melted off, possibly leaking saline fluid from the tip, and the char stuck to the side of the ccs suggests a possible small hole in the side wall of the catheter as well. Catheter # 3: magnified view of the tip of the catheter in the biohazard bag labeled 1d: the tip of the catheter was intact and appeared fine, though the char stuck to the side of the ccs suggests a possible small hole in the side wall of the catheter. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿ on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Return requested. Medtronic engineering investigation of returned suspect device completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a kidney ablation procedure, with a one-fiber set-up, the surgeon used four cooling catheter system (ccs) on the same fiber for a large target with four different ablation areas. The surgeon used three ccs in total for the four ablations. Two ccs had a small leak and charring following the ablation and the other two had the tips burned off of the catheters after the ablation. Specifics: 1 large target. 4 ablation areas. Target 1a & 1b used the same ccs, 15 sec test 30/97 9w, 2min 30sec ablation 90/97 27w, pullback 1cm. No leak. 3min ablation. 90/97 27w, very small leak. Some charring. Burnt tip off. Ccs large leak. No indication of leak on imaging. Target 1c, new ccs same laser fiber, 15 sec test 30/97 9w, 2min 30sec ablation 90/97 27w, pullback 1cm. No leak. 4min ablation 90/97 27w, burnt tip off. Ccs large leak. No indication on imaging. Target 1d, new ccs same laser fiber a, 15 sec test 30/97 9w, 4min ablation 90/97 27w, pullback 1cm. Some charring. 4min ablation 90/97 27w, small leak. Charring. In trouble-shooting, the damaged ccs was removed, a new ccs was opened and continued ablating. It was reported that although fluid leakage occurred, this did not prevent full delivery of intended therapy. There was no delay in the surgery. The surgeon deemed this to be a successful ablation, and that there was no impact on patient outcome.